Event description:
Type of procedure: ni. Event description: translation: only 3 clips in the clamp instead of 20. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4), was included in the recall.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: ni. Event description:. Translation: only 3 clips in the clamp instead of 20. Patient status: no patient injury reported. Intervention: ni.